Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction made to indicate this event was a serious injury and thus an adverse event.

Manufacturer narrative:
Continuation of d11: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2020-oct-15. It was reported that the dye study was not performed. The discrepancy was believed to be caused by a very old catheter which had previously been revised. It was thought that this was the issue. The specifics of the volume discrepancy (the date, expected and actual volumes, the previously programmed and filled volumes) were unknown. The rep noted that the pump replacement was scheduled by the hcp because they initially thought that was the issue. On the day of the replacement, the rep interrogated the pump and found no indication of motor stall in the logs and the pump was functioning properly. The rep noted that this was the first time they had heard that the patient had gone into withdrawal sometime in (B)(6) 2020. Because the pump was working properly, but the patient experienced a loss of drug, the hcp decided to change both the pump and the catheter. The pump and the catheter were discarded by the surgery center.

Event description:
Additional information was received from the patient who reported that she started not feeling well sometime on (B)(6) 2020. She stated that her pump stopped, and she suffered for the whole summer. She went to the hospital on (B)(6) due to headaches like migraines and then they released her. On (B)(6) 2020 she still had headaches like migraines and was extremely tired and then would have bad times sleeping almost like insomnia at times. She was taking oral pain medication too, so she did not go through withdrawals. She then stated that she thinks she did go through some withdrawals. By the end of on (B)(6) 2020, she believed she was having withdrawal symptoms. On (B)(6) 2020 she ended up at the ER (emergency room) with severe migraines and she felt like her insides where shaking and jittery and they released her that night. On (B)(6) 2020, she called the doctor and the nurse manager thought there was something wrong with her pump, so told her to come to the office right away. Per the patient, the doctor removed the medication from the pump and told her that there had been no meds used since the day he put medication in the pump which had been about 5 days prior. The doctor had changed the medication about 5 days earlier and said there was supposed to be about 3 something left in the pump but there was about over 10. The doctor told her the pump must have stopped, but the pump was not alarming. Her doctor had showed her before what the alarm sounded like and she was not hearing any alarm.

Manufacturer narrative:
Continuation of d11: product ID: 8703w; lot# l64544; implanted: on (B)(6) 2000; explanted: on (B)(6) 2020; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w; serial/lot#: (B)(6), ubd 2001-05-24, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2014 explanted: 2(B)(6) 020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1 mg/day via an implanted pump. It was reported in august the patient started going through withdrawals. It was noted on (B)(6) 2020, it was seen that there was a catheter issue. The rep confirmed the catheter and pump were replaced on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving unknown drugs via intrathecal infusion pump for non-malignant pain. It was reported that the patient was experiencing withdrawal symptoms. It was reported that pump refill showed a 50% difference in intended ml medication withdrawal. No environmental/external/patient factors were mentioned that may have led or contributed to the issue. It was reported that a dye study was being scheduled but hadn¿t been scheduled yet.